Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: complaint summary: when cgmu chiayi used the viper set screwdriver for final tightening, the driver tip segment was broken and stuck in the screw head (stuck in the l2 set screw), which could not be removed and remained in the patient's body. It was a minimally invasive operation and the doctor could not remove it. No further processing will be done for the time being. The device is currently being detained in the hospital for internal investigation and needs to be check with hospital if we could retrieve it next monday. This complaint involves one (1) device. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (2 image(s) from the attachment(s) ¿(B)(4)¿ located in notes & attachments section of the product complaint). The image(s) was reviewed and the complaint condition could be confirmed as the photo shows the distal tip broken off. No x-rays were returned to us cq so the embedded condition could not be confirmed. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot a review of the receiving inspection (ri) for viper2 final tightener driver was conducted identifying that lot number ag2093861 was released in a single batch. - batch1: lot was released on feb 5, 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2020, when the surgeon used the viper set screwdriver for final tightening, the tip segment was broken and stuck in the screw head. The procedure was a minimally invasive operation. The tip could not be removed and remained in the patient. The procedure and patient outcome were not reported. There is no further information available. This report is for one (1) viper2 final tightener driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection performed at customer quality (cq) showed the distal tip sheared off completely. The broken portion as not returned. No other issues were identified. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown; a possible cause could be excessive force was used to tighten the screw mentioned in the complaint description. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot = a review of the receiving inspection (ri) for viper2 final tightener driver was conducted identifying that lot number ag2093861 was released in a single batch. Batch1: lot qty of units were released on 05 feb 2015 with no discrepancies. Batch1: lot qty of units were released on 05 feb 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.,the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.